Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported unspecified lower values when scanning their child's adc freestyle libre sensor compared to a competitor brand meter, on (B)(6) 2020. The customer experienced unspecified symptoms of hypoglycemia, and the caregiver reported the customer required third-party treatment. However, the caregiver did not provide any further information. It is unknown if the lower sensor scan values were indicative of hypoglycemia. There was no report of death or permanent injury associated with this event.